Event description:
The patient reported she started to feel warm and thirsty, so she took her blood glucose reading. She stated her reading was 407 mg/dl with her normal range being 135 mg/dl. She said when she changed her insulin infusion headset she noticed the cannula was bent. She stated she inserted a new headset and bolused through her insulin infusion device to correct her blood glucose levels. The patient stated she discarded the headset at issue. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.